Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the customer's alleged non-serious injury of "respiratory symptoms: cough" in relation to the sound abatement foam in the remstar auto a-flex device. No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A follow-up report will be submitted when the manufacturer's investigation is complete.